Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3+ and rotated heart. A triclip xtw was inserted and advanced to the left ventricle (lv). However, difficulties visualizing the clip occurred and a decision to remove the clip was made. However, while removing the clip, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae. The clip was removed from the patient. No clips were implanted. While outside the patient, the clip was inspected, and it was observed that tissue was entangled around the clip and the shaft. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.